Manufacturer narrative:
(B)(4). The device was received for evaluation in its original unopened package. Visual inspection revealed particulate matter embedded in the silicone tubing. The reported condition was confirmed. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for lot number h12g11099. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. (B)(4) addresses the other report.

Manufacturer narrative:
(B)(4). The particulate matter reported was identified during sample evaluation, but the cause of the issue was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there were stains found on the transfer set tubing prior to opening the package of that transfer set. This was identified before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.